Manufacturer narrative:
Product ID: 3389-40, lot# 0211717810, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
A health care provider (hcp) reported via a manufacturer representative that during implant, the lead and extension broke. During the connection process, the lead cap did not fit on the junction part. The hcp tried to remove the lead cap by pulling the cap, but the force the hcp applied broke the lead. The locking mechanisms were also observed to be rotated in the extension connection part. There were no external factors that caused the event. Fluoroscopy was used to diagnose the problem. The lead and extension were replaced and the issue was resolved. No surgical intervention was taken or planned and the patient was alive with no injury. Refer to manufacturer report #2649622-2016-13888.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the extension found the connector on the distal end was twisted in molded rubber. Connector #1 was twisted in the molded rubber on the distal end of the extension.

Manufacturer narrative:
Additional review determined the following device code was not related to this event: (B)(4).